Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a red line displayed on the touchscreen. Reportedly, the pump is still functional. Customer's blood glucose level was impacted 400 mg/dl. The customer delivered a bolus to stabilize bg level. The customer stated the red line disappeared and is able to interact with the pump.